Event description:
The medical affairs specialist (ams) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that he received IV glucose treatment after having issues with his one touch ultra meter. He stated that when he woke up at 9am the same day, he felt slightly lightheaded. He attempted to test on his meter, but was unable to obtain a meter reading, because the meter would not count down after applying the blood sample. He tried two test strips with no success. He tried again two more times, and got "er4" and "er5" messages. The patient was unsure what his blood glucose levels were, but continued to take his usual medication of metformin (1000mg) and glimepiride (2 mg) at 9:15am that day. The patent was scheduled for a hernia surgery later that day at 10am. When he arrived at the hospital, his blood glucose levels were "63 mg/dl" on the hospital's meter at 10:20am. The patient was then given IV glucose at 10:30am and then "regular IV" 10 minutes later for his surgery. The cca went through troubleshooting with the patient, and noted that all 3 issues with the meter were not resolved with training. Replacement products were sent to the patient. This complaint is being reported due to the following conclusions: the patient was unable to test on his meter while feeling slightly lightheaded. He claimed that 1.5-hour after the reported issues ("apply blood," "er4," and "er5" messages) began, he received IV glucose treatment at the hospital. In addition, he reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.